Event description:
Customer reported an abo discrepancy with the fwd_aborh assay on 2 patient samples. The instrument reported 1 sample as b postive; the acutal type was ab positive. The instrument reported the other sample as ab postive; the acutal type was a positive.

Manufacturer narrative:
A service call was made. The cause of the event was likely an anti-a splatter problem, causing contamination of nearby wells. The reagent probe was bent and the damper was not tight against the bottom of the probe adaptor. Also, the reagent syringe was discolored. The probe and syringe were replaced. Ran qc and samples which produced the expected results; the instrument operated as expected.